Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient went to the hcp on (B) (6) 2009 and dye study test confirmed there was a kinked catheter. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.